Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Cloud - locked down/smartphone lockdown. Cloud - omnipod 5 software app version 3.1.6. Cloud - operating system n5004l-am-q-mv01602-06-01.06. Cloud - hardware n5004l. Cloud - cgm sensor type. Data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It has been reported that the patient's op5 personal diabetes manager (pdm) gave 3 uncommanded boluses whilst the child was at school. The child was treated with glucose at the school. No specific blood glucose (bg) levels were reported. The pod was later removed and deactivated. The patient's bg levels were reported to be back in range at 10 mmol/l (180 mg/dl) after the event.

Manufacturer narrative:
The physical device was not returned. Cloud data from the user for the day of (B)(6) 2026 was downloaded and reviewed. Review of the cloud data found that three boluses of 30 u were delivered on the date of occurrence. The records showed that none of the 30 u boluses had a carb or blood glucose entry and that all three were manually adjusted to 30 u. Without log files, it could not be determined if interaction occurred with the controller to program and start these boluses, as the cloud data does not contain logging of interactions with the controller. The exact cause of the reported uncommanded bolus could not be determined.